Manufacturer narrative:
This report is associated with argus case (B)(4), polident dentu crème.

Event description:
Does believe that she swallowed some of product [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) female patient who received double salt denture cleanser (polident dentu creme) cream (batch number (B)(4), expiry date 30th september 2018) for dental cleaning. On (B)(6) 2016, the patient started polident dentu creme. On (B)(6) 2016, less than a day after starting polident dentu creme, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident dentu creme. Additional details, this adverse event information received on (B)(6) 2016. Consumer reported that she brushed her teeth today ((B)(6) 2016) with the polident dentu creme 3.9 oz by mistake and immediately spit it out. She used the polident by mistake due to the fact that it was sitting near her toothpaste on the sink. She did rinse her mouth and did believe that she swallowed some of the product.